Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose ranged between 170-208 mg/dl. The customer continued to use the pump for insulin therapy.